Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-485 an unknown number of patient isolates are false positive as carbapenemase-producing organisms (cpo). The user verified the final result using carbapenemase immunochromatography and a blue-carba test. No health impact or consequence reported.